Manufacturer narrative:
E1 initial reporter phone: (B)(6). Detailed product and event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the device became entrapped with the guidewire. A jetstream atherectomy catheter was noted to have been used during an upper limb thrombectomy procedure. When the jetstream catheter was introduced via a thruway guidewire, it became stuck on the first pass. It was difficult to withdraw the catheter and guidewire using rex, then multiple kinks were observed in the guidewire. The procedure was completed using a replacement guidewire. The event was resolved, there were no patient complications, and the patient was stable following the procedure.